Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. With the limited information provided it is not possible to draw a clinical conclusion between the events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: tilting of the filter and perforation.

Manufacturer narrative:
Section b5: information received per the medical records state that before the filter was implanted, the patient had fallen, resulting in a bicondylar tibial plateau fracture and transection of the left popliteal artery and left popliteal vein. Upon presentation to the emergency room the patient had a profoundly ischemic left lower leg and was taken to the operating room, where a four compartment left leg fasciotomy, left lower leg arteriogram, harvest of the right thigh greater saphenous vein , left superficial femoral artery to posterior tibial arterial bypass graft with reverse saphenous vein was performed. Immediately after the bypass surgery was performed, a spanning external fixator from the left femur to the left distal tibia was applied, followed by closed reduction of the tibial plateau. As a result of the repairs related to the injuries from the fall, the patient was quite debilitated and not able to move the left foot and had decreased sensation. Due to immobility and anemia, an inferior vena cava (ivc) filter was recommended. The intent was to remove the filter in one to two months. The filter was deployed via the right common femoral vein. It was placed in the infrarenal area without angulation or complication.   The results of computed tomography (CT) scans done approximately five years and six months after the index procedure indicate that 6 prongs perforated the ivc, up to 3.92 mm and there was an 8.78 degree of tilt left to right in coronal images and 11.28 degree of tilt posterior to anterior in the sagittal images. Additional information received per the patient profile form (ppf) states that the patient experienced filter perforation of filter struts outside the inferior vena cava (ivc) and tilting of the filter. The patient also experienced worry, mental anguish related to the filter. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Section b5: as reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of a fall that resulted in a bicondylar tibial plateau fracture and transection of the left popliteal artery and left popliteal vein. The patient had a profoundly ischemic left lower leg and was noted to have compartment syndrome. The patient underwent four compartment fasciotomy of the left leg, harvesting of the right thigh greater saphenous vein, left superficial femoral artery to posterior tibial arterial bypass graft (with the harvested saphenous vein). This was followed by the application of a spanning external fixator from the left femur to the left distal tibia and closed reduction of the tibial plateau. The indication for the filter placement was reported to be the patient¿s debilitation, immobility, decreased sensation and anemia with the intent to remove it in one or two months. The filter was implanted via the right common femoral vein and placed in an infrarenal location without complication. Approximately five years and six months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that six prongs had perforated the inferior vena cava (ivc) by up to 3.92mm. In addition, there was an 8.78 degree left to right tilt and a posterior to anterior 11.28 degree tilt of the filter. The patient further reported having experienced worry and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.